Event description:
It was reported, that the instrument bit broke during a removal procedure delaying surgery by an hours. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Product not returned. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same event (also see 0002242816-2013-00106 / 00108).